Event description:
This unsolicited device case from the united states received on (B)(6) 2014, from a non-health care professional. This case was cross-referred with case: (B)(4) (cluster). This case concerns a (B)(6) year old male pt who experienced swelling, large effusion, pain in his left knee and had left knee surgery after receiving treatment with synvisc injection. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the pt initiated treatment with synvisc injection at a dose of 2 ml once a week, (batch/lot number: (B)(4) and expiration date: (B)(6) 2016; route: not provided) in left knee for osteoarthritis of knee. On (B)(6) 2014, the pt had second synvisc in his left knee. On (B)(6) 2014, the pt received third injection. On (B)(6) 2014, the pt complained of swelling and pain in the left knee. It was reported that a large effusion was noted in the left knee and 75 cc of cloudy fluid was aspirated from the knee. Further reported, the physician injected 2cc betamethasone (celestone) and 8cc lidocaine in the left knee as treatment for the pt's symptoms. On (B)(6) 2014, the physician aspirated 65cc of cloudy fluid from the knee. On (B)(6) 2014, the pt was scheduled for knee surgery to do an "ind to washout the left knee and make sure there was no infection". It was reported that no infection was found after procedure on (B)(6) 2014. The pt had no signs of infection adn the left knee was healing nicely. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results are pending for the same. Seriousness criteria: all events were serious as they required intervention. No further info provided. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: this case concerns a male pt who had left knee surgery after treatment with synvisc for osteoarthritis. Although the temporal relation of the device and the event cannot be ruled out, however, pt's underlying condition of osteoarthritis makes the event highly unlikely related to the device.